Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber tip does not show any fracture, the glass cap exhibits severe devitrification at the output area and severe charred detritus adhesion on the distal part of the glass cap; the fiber was tested with hene laser fixture, the aim beam is present at fiber output window and is not forward firing. Probable root cause: based on the product analysis results, the product complaint of "tip broke/end firing" could not be confirmed; a severe cap wear was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure approximately 10 minutes into the case, the fiber cap broke and started end firing. The fiber was exchanged and procedure completed with the second fiber with no further complications. No patient injury reported.

Manufacturer narrative:
(B)(4) refers to forward firing of the side firing surgical fiber; a code request has been submitted.